Event description:
The physician reports that the crystalens "was already torn". Customer does not believe this was injector related. Customer denies any pt injury or intervention. No further details are available.

Manufacturer narrative:
The device in question was not returned to eyeonics for eval; however, the customer returned an iol with a diffferent serial number and same diopter (21.50 d). This damaged iol was returned along with 2 injector cartridges. According to the customer, the lenses were not damaged due to injector use; however, our investigation of the returned lens is consistent with damage from injector use. The customer's complaint of "lens already torn" cannot be confirmed. The device history records were reviewed and there were no discrepancies or unusual findings.